Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Additional information received on 22-feb-2017 indicated no associated symptoms or actions/interventions were reported. When asked for the cause of the event, it was noted to be an 'ongoing issue'. Investigations were ongoing and troubleshooting had not been performed on the specific pump as the pump was still implanted in the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving remodulin (10 mg/ml at unknown dose) via an implantable infusion pump. It was reported review of the refill report showed the actual volume was outside the expected volume on the accuracy chart. The expected reservoir volume (erv) was 2.0ml and the actual reservoir volume (arv) was 10.5ml. No patient symptoms were reported. No further information was provided.